Event description:
Reporter alleged blood glucose measured 124 mg/dl at 3:30 pm and then measured 38 mg/dl at 3:40 pm. It was reported the customer self treated with chocolate milk and sugar tablets however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.